Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line sensor alarm when no air was present in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "air in line sensor alarm when no air was present in the line". Evaluation reproduced the reported symptom by observing a "reload set" at power up. "Reload set" alarms were verified through a review of the event history log. Functional testing of the device noted the upper ultrasonic sensor fluid readings to be out of specification, causing the alarms. The upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.